Event description:
Additional information was received: it was reported that the cause of the wire protruding was not determined. The rep didn¿t know of any future scheduled surgeries for the patient. There were no further complications reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for movement disorders. It was reported that high impedances were noted during the procedure to attach the right dbs extension to right dbs lead. After initial connection the lead and extension were disconnected to replace the boot cover with the white model. The impedance check showed some contacts in ¿investigate¿ range on the tablet programmer. The lead/extension connector and connection to ipg was reinserted and cleaned multiple times to attempt to achieve acceptable impedance measurement. Impedances continued to climb on each attempt until all contacts showed over 40k ohms. It was then noticed on proximal contact ¿band¿ on extension that it was at a tilted angle. Also noted that the distal end of the lead appeared to have a wire protruding from the distal end. The surgeon then clipped distal end of the lead and reinserted in extension to salvage the lead. That was unsuccessful, so remaining portion of the lead was inserted back into the extension, screws tightened, and the wound was closed. The issue was not resolved. The damaged lead stayed implanted in the patient for planned possible future removal and replacement. There were no further complications reported.